Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Thirteen short v-v cycle episodes (<220ms period) noted between (B)(4)-2010 and (B)(4)-2011. Lead failure predictor patient alert (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the right ventricular (rv) pace/sense lead. The device alarm went off for fast non-sustained ventricular tachycardia and for short interval counter (sic). The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.